Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that multiple epidural kits arrived with the lidocaine vials broken.

Event description:
It was reported that multiple epidural kits arrived with the lidocaine vials broken.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did provide photos that clearly shows broken ampule(s). Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of a broken ampule in the kit was confirmed based on photos provided from the customer. Visual examination of the customer provided photos clearly reveal a broken ampule(s). A device history record review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. However, based on the photos and the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.